Event description:
The customer initially reported a suspected over-infusion, and subsequently determined that a back check valve failure had occurred with the primary administration set.

Manufacturer narrative:
The customer¿s report of check valve failure was confirmed. Visual inspection showed no anomalies. During functional testing the sets were set up in a secondary infusion configuration with all of the clamps closed. The secondary set was primed and the roller clamp was slowly opened. Fluid and air bubbles were immediately noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a failing check valve. The cause of the check valve failure is due to a pvc and calcium carbonate particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause of the customer's report could not be determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
The customer initially reported a suspected over-infusion, and subsequently determined that a back check valve failure had occurred with the primary administration set.